Event description:
The pt had the device placed. Another mfg device (port-a-cath) was also placed for treatment of adenocarcinoma of the esophagus. The t-fasteners of the subject device failed resulting in an open abdominal placement of a standard j-tube several hours later. One pt involved.